Event description:
It was reported that, "after sizing the femur, the surgeon removed the modular handle and attached it to the cutting block. As he was putting the 4 in 1 cutting block onto the femur, the modular handle broke. The spring and rod fell out of the handle. The items were retrieved."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.